Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer received insulin flow blocked alarm. Their blood glucose is unknown. During troubleshooting, the customer stated that they have tried different cannula lengths and that they have tried all remedies. They were advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not being returned for analysis.